Event description:
It was reported that this right atrial (ra) lead exhibited a slight increase in an unknown pacing parameter. As of this time, this ra lead remains in service. No adverse patient effects were reported.